Event description:
It was reported that the docking station causes the device to restart/reboot. It was also reported that the device was able to engage in pt monitoring when docked. The unit did not have any alarm message or alarm tones when it resets. It is unk if there is any impact or consequences to a pt.

Manufacturer narrative:
The product has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a follow up report will be submitted.

Manufacturer narrative:
The returned device was evaluated. Upon receiving, a small plastic piece was found broken off of the device housing. During the investigation, the ac indicator led illuminated, but the rds-1 could not communicate with the handheld causing the handheld to reboot. Internal inspection revealed that ac fuses in the ac module were loosened. The loose ac fuses were reinstalled and the rds-1 was loaded with current software. The rds-1 was then able to communicate with the handheld as designed. It was also found that the ac power available led flickered when ac power was connected due to excess dust buildup from inside the device. Additionally, the radical-7 battery charging indicator turned on and off every few seconds when docked into the customer rds-1, due to a defective system board. A service history record review reveals that this unit was in the field for over twelve (12) years with no previous reported issues prior to this reported event. (B)(4).